Manufacturer narrative:
An investigation of the reported condition was performed. The review of device history record (DHR) could not be a performed as a lot number was not provided. For the manufacturing process, a device history record (DHR) is generated for the lot of product meeting all acceptance criteria prior to its release. The sample returned for evaluation is not a standard form of a catheter. As it is a two-way catheter with a shaft that comprise of balloon and an eye at the other end of catheter it should have a funnel and a drainage funnel. The sample received had only one half part I, e the bottom part and it was being cleanly cut using scissors or operation blade. The sample indicated that it was not in a normal catheter condition but the balloon was still able to be inflated and deflated normally, proving that the functionality of the catheter is working accordingly. Apart from the normality there is a layer separation observed on the catheter which is happening because of poor latex bonding. This layer separation may lead the catheter to have a non-drainage issue instead of non-deflator issue. As per the reported condition it is unknown and unrelated to cause a non-deflator issue with the layer separation. The reported condition was not confirmed. Further investigation and root cause could not be performed as the sample was not in its actual form. As a corrective action, manufacturing awareness is made. This complaint will be recorded for tracking and trending purposes. No containment action is required as the batch produced met all quality requirements and units produced in batches had been sampled accordingly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer states: home care patient. After 1 month of use, water could not be removed so it was tried to irrigate water inside balloon again but inflation lumen at 5 cm from patient was inflated. Catheter was cut off near lumen and could be removed from the patient. Indwelling needle was not used. It seemed that the patient had a pain. Three ml of water was intubated initially. No patient injury. Patient age; (B)(6). Patient gender; female.